Manufacturer narrative:
Galyna zinko, marianna hrebenyuk, anders kjellman, yngve forslin and martin delle. "Factors that affect outcome of ultrasound-guided radiofrequency ablation of renal masses", 2024, department of radiology, karolinska university hospital, 141 86 stockholm, sweden medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study reported on the factors influencing the efficacy and safety of ultrasound guided radiofrequency ablation of renal tumors. Between june 2010 and december 2018, 159 patients with a total of 162 lesions treated with cool-tip were included. Technical problems with the ablation equipment occurred in 5 patients. Clavien 2 complications occurred in six patients: inflammatory reaction in the colon treated with antibiotics (2), pyelonephritis and fever treated with antibiotics, and perirenal hematoma treated with blood transfusion (2). Late complications of ureteral strictures occurred in three patients including one patient with parenchymal reduction treated with a nephrectomy. Article: factors that affect outcome of ultrasound-guided radiofrequency ablation of renal masses author: martin delle published date: 10 september 2024 publication: mdpi.